Manufacturer narrative:
The reported event for high impedance was confirmed. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-06585. It was reported that one of the patient's lead had migrated and multiple contacts had high impedance. As a result, surgical intervention took place wherein the leads were explanted and replaced to address the issue.